Event description:
Related manufacturer reference number: 3006705815-2022-01656. It was reported the patient lost effective therapy due to high impedances. In turn, surgical intervention was performed and the lead was replaced. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.